Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient stated that his wife was unable to arouse him from sleep and called the paramedics. Patient reported that he was given an IV and possibly glucagon. Patient stated that at the time of the event, the continuous glucose monitoring device was reading accurately. At the time of contact with dexcom technical support, patient was doing okay.

Manufacturer narrative:
(B)(4).